Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had a few insulin flow blocked alarms. Customer stated today he has had high blood glucose all day and he thinks this was due to the insulin flow blocked alarm. The customer stated he tried to do a correction and then received the insulin flow blocked. Patient's blood glucose at time of incident was 398 mg/dl. Patient's current blood glucose was 400mg/dl. The customer was not able to finish the high blood glucose troubleshooting. Customer stated that he would like to get replacements for the 5 infusion sets he has changed due to recurring insulin flow blocked alarms. The insulin pump will not be returned for analysis.